Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture and pain¿. This record is for the left side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d4, d6b, h4, h6.

Event description:
Healthcare professional reported left side rupture and "pain¿. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6 d9 h3 h6. Laboratory analysis summary: the device related to the reported event of rupture and pain was received on may 29, 2025, with lot number 2329667. Based on the product analysis performed, the assessments of the complaint codes are: rupture: observed an opening assessed as fold flaw opening. Pain: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases, non penetrating nicks and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "rupture and pain¿. This record is for the left side. Device has been explanted and replaced.